Event description:
It was reported that the metal ring on the insert was sitting proud. The metal ring was well fixed on one side of the insert, and loose on the other. It is further reported that another unit was used to complete the surgery with no adverse consequences.